Event description:
The vision stent separated from the balloon in a heavily calcified lesion. A balloon was inflated next to the stent to compress it into the vessel wall. Another stent was implanted at the lesion site to complete the procedure. The patient is reported to be doing well.